Manufacturer narrative:
Device was used for treatment, not diagnosis. Volgas, d. Et al. (2010) fat embolus in femur fractures: a comparison of two reaming systems. Injury, int. J. Care injured, 41, s90-s93. This report is for unknown locking screws/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: volgas, d. Et al. (2010) fat embolus in femur fractures: a comparison of two reaming systems. Injury, int. J. Care injured, 41, s90-s93. This study compared two reaming systems used during intramedullary nailings. Group a was treated using a traditional reamer and group b was treated using a reamer irrigator aspirator (ria). Between 2007 and 2009, there were 20 patients enrolled, 2 female and 18 male, with 10 in each group. The ria showed a nearly significant decrease of fat embolus in the right atrium. During the passing of the nail, there was a significant decrease with group b having less fat embolus. Complications included: group b: one patient had a nonunion requiring exchange nailing. This is report 2 of 2 for (B)(4). This report is for unknown locking screws.